Event description:
It was reported the lead impedance decreased from 500-600 ohms to 200-300 ohms suggestive of an insulation issue. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.